Event description:
It was reported that the pump would not longer charge. Customer stated that the use port appeared corroded and that the pump had previously gotten wet while the usb door was off. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.